Manufacturer narrative:
(B)(4).

Event description:
The customer called philips stating after a vehicle accident, the device did not work and requested philips to evaluate the device for functionality. There was no patient involvement.